Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 6, 2014 to june 7, 2014 investigation summary: baxter received the unit for evaluation. Visual inspection revealed a solid white particle approximately 1.60 mm in length, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter floating in an unspecified location within the device. It is unknown when this was found. There was no patient involvement. No additional information is available.